Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that at approx 4 cm mark, small crack was noticed from leaking 8cm was out of patient. One of side ports on triple was leaking. Replaced catheter with no further issues.